Event description:
End user reports while transferring out of the motorized wheelchair, she stepped onto the footplate and allegedly fell onto the ground, injuring her ear. Allegedly, as a result of the incident, surgery was required.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported that she stepped onto the footplate. The owner's manual warns, "do not stand on the front/foot area of unit".